Event description:
Account reports incidents in which during the removal of a needle lock device, the injection site separates. Reporter did not know lot number, however, stated the shrink band was "white". No pt compromise reported.